Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-06013 is being retracted since it was found to be a duplicate of MFR# 1818910-2022-05683. MFR# 1818910-2022-05683 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the calcar planers became dull during case. All pieces retrieved and surgery was not delayed. Other calcar planer was available as back up.